Manufacturer narrative:
UDI #:(B)(4). An abbott medical optics (amo) senior equipment specialist visited the customer location. The specialist spoke to the surgeon and identified the phaco settings were aggressive. The surgeon uses aggressive settings to remove the cataract quickly. The settings were a little higher than initially set and the specialist adjusted the settings to a safer zone. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. The wound required sutures. The surgeon requested assistance with the parameter flow max settings with the phacoemulsification unit. The surgery indicated they did not have the phaco settings available and they had 3 handpieces but could not recall which handpiece was used at the time of the event. There was no post-operative complications reported.